Event description:
The patient presented having experienced inappropriate high-voltage shocks were observed on the device due to programming of the detection criteria. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.